Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure using ruby coils, the ruby coil pusher wire became bent upon removal from the packaging. The ruby coil was, therefore, not used in the procedure. The procedure was completed using additional ruby coils.